Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know/understand why the stimulator stopped working; it just stopped all of a sudden. The patient tried to resolve the issue by changing the batteries in the programmer and going to the healthcare professional. The issue was not resolved as of oct-19 but the patient had an appointment scheduled for (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his implant wasn¿t working and he didn¿t know if the battery was dead or something else. The patient requested a manufacturer¿s representative (rep) to be there at his next appointment. No further complications were reported.

Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for other chronic/intract pain (trunk/limbs), spinal pain. Patient stated that their ins was not working. It completely stopped working on the inside. Patient was in between doctors and it was taking a while to get it straight. Patient inquired what the quickest route was to address this. Patient used the patient programmer and adjusted and changed programs but could not feel it. Patient verified he tried all the programs. The issue started about two weeks prior to the date of report. Caller was redirected to follow up with their hcp to discuss not feeling stimulation. No further complications were reported/anticipated.